Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were unable to connect to the ins with the handset and what caller thought may be the communicator. Caller stated they were seeing no device found. Caller was thinking the ins was dead. Caller stated that ins was implanted on (B)(6) 2024 but there was not information in drs. Caller indicated that there were wires coming out of the patient which led to questioning if pt had a trial or not. Ts tried to determine type of ins or trial but caller didn't really understand. Ts redirected caller and patient back to managing hcp to aid in determining what the patient should have. Additional information was received from a healthcare professional (hcp). The hcp reported that additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed on 2024-sep-03 because it was not working. Hcp clarified that not working meant it was not working for the patient¿s symptoms. Patient started noticing there was no change in june and then stated everything was the same in august. Hcp clarified that the wires coming out of the patient were just the leads that showed up on the scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was not yet resolved, however they also indicated that the device had been discarded.